Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the setscrew was backed out too far. A known good lead was attached to the ins and normal impedances were measured on all circuits and electrode pain combinations.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure high impedances were seen. When connecting the new ins to the implanted lead, all combinations were greater than 4,000 ohms, except for the pair of c and 3, which was normal (around 728 ohms). Increasing the test voltage did not resolve the impedances. When taking out the lead and reinserting it, it was noticed the setscrew wasn¿t torquing/tightening and the lead could be pulled out of the header block. The ins was replaced with a second ins. The lead was inserted fully into the second ins, but the impedances were all still high, except for the same c and 3 pair. Test voltage was again increased, but the impedances were the same. The lead was then tested separately and ¿bellows and toe¿ were achieved on all 4 electrodes. Further troubleshooting was done, including turning off lights and programming different settings. Previously, they had bellows from patient at 2v and bellows were noted during the impedance check as well. No bellows were seen on the different programs that were set (around 5v). The lead had been inserting fine at the white tip could be clearly seen. Upon reconnecting the lead to the second ins, it was noticed the lead was moving around/loose in the header block even though the torque wrench was clicking. It appeared that the setscrew became unseated, so a third ins was used.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v085158, implanted: (B)(6) 2008, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.